Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported an error message- needs to be serviced. There was no reported adverse patient impact.

Manufacturer narrative:
.